Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced fluctuating glucose with a prolonged hyperglycemic episode following a suspected low that was not confirmed by fingerstick; glucose subsequently rose to a reported high of 381 mg/dl and remained above 180 mg/dl for over eight hours, with high alerts received and no backup therapy or ketone testing used. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included complaint intake review, troubleshooting, and user education on confirming low glucose with a fingerstick before treatment. Investigation of this case revealed cause unclear for both hypoglycemia and hyperglycemia, with no device malfunction identified and the event associated with treatment of a perceived low and subsequent rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.